Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported PICC line inserted on (B)(6) 2025. Patient reported drainage from the PICC line and was seen in the PICC clinic on (B)(6) 2025. At that visit, the PICC line was removed and a new PICC line was inserted at a different site. Upon examination of the removed line, the PICC rn noted the presence of a crack in the tubing between the valve and the butterfly on the PICC line.